Event description:
Received report mw5041790 that stated patient had hernia repair in 2011 and has had persistent sinus tract since that time. Mesh was explanted.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Manufacturer narrative:
Investigation: this product complaint reports persistent sinus tract infection post-implantation. Successful sterilization and sterile barrier system (pouch) integrity (pouch seal strength) are relevant to this case. The sterilization records indicate passing results with no deviations noted. Pouch seal strength specifications and pouch visual inspection acceptance criteria had been met and this indicates that the mesh product had remained sterile while in atrium's control. Lot history records were reviewed and no deviations were noted. In conclusion, the product met all lot release acceptance criteria. Clinical evaluation: a gastrointestinal fistula (gif), also known as a sinus tract, is an abnormal opening that allows gastric fluids to be discharged through the lining of the stomach, intestines, or colon. The discharge can leak into other organs or the skin, causing infection. Most gifs occur after bowel surgery. Other causes include infection, perforated peptic ulcer, inflammatory bowel disease, crohn's disease or ulcerative colitis. Certain factors can increase a patient's surgery related risk of fistula including, but not limited to, cancer, radiation treatment to the abdomen, bowel obstruction, surgery suture or incision-site problems, abscess (infection) or hematoma (blood clot), tumor and/or poor nutritional status. The instructions for use state in adverse reactions, "complications that may occur with the use of any surgical mesh include, but are not limited to, inflammation, infection, seroma, hematoma, fistula formation or mechanical disruption of the tissue and/or mesh material, and possible adhesions when placed in direct contact with the viscera (intestines) and organs."